Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the pump had powered off without warning while the patient was swimming. The reporter denied physical damage to the pump, and stated that the battery cap was changed three months prior. The reporter noted that there is moisture behind the display. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with obvious moisture in the display lens. The pump was unable to power on during investigation. A leak test was performed and found that the pump was leaking from the case seal and damage to the casing was found at the display lens. The pump cover was removed and internal moisture damage was found. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.